Manufacturer narrative:
The product was implanted and was not available for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. It should be noted that every skull has inherent imperfections preventing a perfect symmetrical fit of the cranial mesh with skin coverage. It was later reported to medtronic neurosurgery that before the surgery, the patient had a very large defect on the parietal side of her head and was bedridden in a nursing home. The report stated that the patient went a couple of months with the defect in place before the surgery. Reportedly, this could have allowed the skin to tighten making it difficult to close the incision once the implant was in place. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the surgeon complained that the mesh protruded out too far and did not properly line up with the curvature of the skull. According to the report, the physician had difficulty closing the patient¿s incision. Reportedly, he had to manually trim the mesh around the circumference of the defect as well as cut slots into the body of the mesh to allow it to flatten out. The report stated that the doctor feels that the implant will serve its purpose, but was not pleased with the time it added to the case as well as the altered nature of the mesh. According to the report, the patient went a significant period of time without a plate over the defect, which may have allowed the skin to tighten, creating a more difficult incision close once the implant was in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.